Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 57-year-old female patient, the device took an extended time to charge and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. However, there was a delay in therapy, CPR was performed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of no ECG signal was observed in the device log. The log showed the device to be in the lead view, once the device was switched back to pads view the device was able to obtain an ECG signal successfully delivered a shock. The customer's report of extended charging time was not replicated or confirmed. The device was put through extensive testing including defib cycle testing and shock testing without duplicating the report. An internal inspection resulted in no findings the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.